Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had depleted earlier than expected. A year ago the estimated device longevity was 3.5 years remaining. However, within the past two months the estimated remaining longevity changed from 8 months to a battery status of elective replacement indicator (eri). Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This crt-d is out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.